Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was noted on the atrial channel of the pulse generator. The device was reprogrammed. No patient symptoms were reported.